Event description:
It was that the patient was implanted with a cartiva device. Allegedly the patient continues to experience significant pain in her foot but is holding off on the recommended fusion surgery.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.